Event description:
Philips received a complaint by the customer on the v60 indicating power issues. It was reported there was no patient involvement at the time the issue was discovered. Philips received a complaint by the customer on the v60 indicating power issues. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the v60 was experiencing power issues. It was stated that the customer required a replacement of the power management (pm) printed circuit board assembly (pcba). The remote service engineer (rse) informed the customer that the v60 was due for an active field change order (fco). The customer later informed the rse that they would perform the repair themselves. It was stated that the customer required a replacement of the power management (pm) printed circuit board assembly (pcba). The customer later informed the rse that they would perform the repair themselves. Investigation is ongoing

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.